Event description:
It was reported that the foley catheter water leaked from the balloon during pre-test. The balloon was damaged, so the water leaked from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter water leaked from the balloon during pre-test. The balloon was damaged, so the water leaked from the balloon. Per investigator's notification received on 05aug2025, it was reported that a pinhole was found on drainage funnel during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all silicone foley catheter with syringe. Visual inspection of the sample noted a hole in the funnel arm upon return measuring to be 0.045mm. Inflated the catheter with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using the returned syringe. Inflated properly with no difficulties and maintained concentricity of 70:30 (which meets balloon concentricity specifications) and deflated passively within 1 minute and 17 seconds. Also received 5 photo samples: first photo sample shows top view of catheter and syringe used. Second photo sample shows end of the catheter with deflated balloon. Third photo sample shows pinhole present on funnel arm. Fourth photo sample shows inflation cap. Fifth photo sample shows top view of outer tray. Therefore, the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.